Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screws: locking: mandible/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon notified that the patient came to him with their mandible longer in alignment. The patient had undergone surgery to implant the devices on (B)(6) 2022. The patient noticed the misalignment when he was chewing on something. The mandible had become out of place, and screws began pulling out of the mandible. A revision surgery is scheduled for (B)(6) 2023 wherein the original bsso plates will be removed and new ones will be implanted. This report involves one unk - screws: locking: mandible. This is report 1 of 1 for (B)(4).